Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
Info received indicates, while performing a preventive maintenance check, the technician found the ground resistance reading was high on the bed.